Manufacturer narrative:
The customer's product has been requested back for an investigation. Follow-up report will be filed once investigation results are available.

Event description:
The customer reported not being able to test due to receiving an error 4 message she had received on her freestyle flash meter. She reported experiencing "dizziness." The customer was seen by a healthcare facility, where she was diagnosed with hyperglycemia. Exact treatment administered to stabilize glucose levels is glumetza 500 mg.